Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was delivering too much insulin to their body. The customer stated they have been in a coma as a result of too much insulin, causing low blood glucose. The customer's blood glucose was unknown at the time of the call. The customer declined to return the insulin pump for analysis.